Event description:
According to the available information, a restorelle l was implanted. There was single promontofixation. Pain in the back of legs and buttocks was reported by the patient in a questionnaire two week post-op. The type of pain was permanent/continuous and noted on a pain scale of 0 (min) to 10 (max) to be a 3-4. The patient noted that they had a pre-existing condition of fibromyalgia which the patient had suffered from for decades. The patient started hypnosis therapy starting 10-11 years ago (2 sessions) and gymnastics. For 8-10 years, the patient noted that they no longer had fibromyalgia pain thanks to qi gong, meditation, and yoga. The patient noted "gentle in maintenance, no more pain." However, it was triggered again on the left side of the leg about 1 month prior. The patient attributed this pain to the stress before the operation. The patient noted that since (B)(6) 2024, the pain has reduced a little. It was noted to be resolving or improving. Medication dafalgan was administered as a measure. Pain in the back of leg/buttocks and left leg, knee (remain of fibromyalgia) was reported in a follow-up questionnaire on (B)(6) 2024. The type of pain was "often" intermittent and noted on a pain scale to be a 2. Medication doliprane was prescribed as a drug treatment if needed. The back of legs/buttocks pain was reported to be "much better." The fibromyalgia pain was reported to be reducing. Pain in the left leg, knee (due to fibromyalgia?) Was reported in a follow-up questionnaire on (B)(6) 2024. The fibromyalgia was noted to be due to stress from the procedure? The pain was noted in the legs, knees (especially the left). There was fibromyalgia pain, especially during the night. The type of pain was permanent/continuous and noted on a pain scale to be a 3. As of (B)(6) 2024, it was noted that the pain had not changed (there was no improvement or worsening). No pain was reported in the questionnaire at 2 and 6 months. The patient reported on the 2-month questionnaire that the fibromyalgia problem was severe, but it was practically over then. The aggravated fibromyalgia was assessed to be possibly related to the procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.